Manufacturer narrative:
This supplemental report is being submitted to report on the device history record (DHR) review not included in the supplemental submitted on jun 22, 2020. DHR review did not indicate any non-conformities encountered during the manufacture of the lot that might explain the reported failure.

Manufacturer narrative:
Additional information has been received for this device as well as the device has been returned and a device evaluation completed for it. This supplemental report is being submitted to provide this information. Please see the updates in sections: a3, d10, g4, g7, h2, h3, h6 and h10. Additional information for the event is that the procedure was a robotic hysterectomy; procedure was completed with same device and no delay. Patient is in stable condition. The patient had no pre-existing conditions. Physician is experienced in using the device and the device was inspected prior to use. The manufactured date of the device is not known. The user¿s complaint was not confirmed. Upon inspection and testing, the reported intermittent issue was not duplicated. Burn in test was performed and the device passed the testing with no generator error codes observed. Multiple scratches were found on the housing. However, during testing ID and thermistor check, the device failed due to faulty auxillary (aux) board. The unit was repaired and a full calibration and test was completed. All output powers are within standard spec. The unit passed all functional tests including burn-in, rf earth leakage, electrical safety and the final test. Additionally, the software was upgraded. Based upon evaluation of the returned device, a definitive root cause could not be determined as the reported phenomenon could not be duplicated. Intermittent energy may be attributed to a faulty hand piece or other accessory, none of which were returned along with the generator for evaluation. The faulty aux board may also have contributed to the issue. The instructions for use mention as a preventive measure: non-function of the generator may cause interruption of surgery. Ensure that all installation procedures are followed and that all connectors are correctly inserted before use. A backup generator/method should be available for use.

Manufacturer narrative:
Due diligence for additional information was executed. There is no additional patient or event information available. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during a procedure, the device had no bipolar output. The procedure was completed with another device. There was no adverse impact to the patient.